Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of an upstream occlusion alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion alarm was verified. The cause was a failed upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm. There was no patient involvement associated with this event. No additional information is available.